Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified device with red encapsulation and red particles. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of seroma-late and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade unknown and rupture.

Event description:
Patient reports left side "swelling, heating and contracture sensation and pain." Patient noticed deformation and displacement. The device is ruptured, and lobulated contours were noted on imaging. The device has been explanted.